Event description:
Pt in surgery for a right leg revascularization. During the procedure, the bullet end of the tunneler became disengaged. An x-ray and fluoroscope was requested. The surgeon located the bullet tip and removed it from the leg.